Manufacturer narrative:
The investigation for the reported placement signal issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, a sensor failure occurred. Calibration did not resolve the placement signal lost. Additionally, the patient experienced hemolysis. Although, the impella positioning was good per echo, the physician wanted to exchange pump for an impella 5.5.